Event description:
The distributor reported on behalf of the customer that the device, smi-02ap, spectrum autopass suture passer was being used on (B)(6) 22 during a rotator cuff repair procedure and ¿the specter of the autopass breaks its lower jaw¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The procedure was completed with ¿other equipment¿. A good faith attempt was made to acquire further information. To date, no reply has been received regarding this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, smi-02ap, spectrum autopass suture passer was being used on 08mar22 during a rotator cuff repair procedure and ¿the specter of the autopass breaks its lower jaw¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The procedure was completed with ¿other equipment¿. A good faith attempt was made to acquire further information. To date, no reply has been received regarding this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿lower jaw broken¿ is inconclusive. The device has not been returned to date and no photographic evidence was provided, therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record review was requested of the vendor; however, the information has not been received to date. A two-year review of complaint history revealed there has been a total of 29 reports, regarding 29 devices, for this device family and failure mode. During this same time frame 42,888 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0007. Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn or device function may be compromised. Inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.